Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and microscopic examination found no issues with the profile of the tip. The crimped stent of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. There were no issues noted with the profile. The hypotube was broken 230mm distal to the strain relief. There was evidence of material resistance at both of the break sites. A visual and tactile examination found that the hypotube was kinked adjacent to both break sites and at various other positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The >70% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending(lad) artery. A 0.014 unspecified guide wire was advanced towards the lesion. Subsequently, a 2.50x20mm promus element ¿ drug-eluting stent was selected for use and advanced to treat the lesion. However, upon advancing the device, the proximal shaft broke. The device was pulled back out and was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The >70% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending(lad) artery. A 0.014 unspecified guide wire was advanced towards the lesion. Subsequently, a 2.50x20mm promus element ¿ drug-eluting stent was selected for use and advanced to treat the lesion. However, upon advancing the device, the proximal shaft broke. The device was pulled back out and was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.